Event description:
It was reported that pump experienced malfunction alarm with code 16, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and call back if issue occurred again, which customer understood and accepted.